Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, in the month prior to this report, the pt experienced peritonitis. The pt was not hospitalized for the event. On an unreported date in the same month, the pt was treated with vancomycin (dose, frequency and administration rate not reported ). On an unreported date (same month) the pt was retrained on proper aseptic procedures and the pt recovered from the peritonitis. At the time of this report, dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Date of occurrence was reported as (B)(6) 2013. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.